Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reports device has not been working and is not managing symptoms since 2019. The patient reports had setting set really high and healthcare provider (hcp) was not comfortable increasing, and the patient was left alone. The patient reports ins is protruding out and implant site is painful. The patient reports started protruding "over a year ago" and clarified was in 2019. The patient reports hcp will have system removed and was concerned of loosing fragments while explanting. Provided patient with tech services number to provide to hcp. The patient believed lead was placed wrong since on left side but after reviewing proper placement, the patient confirmed implanting hcp was not wrong. The patient was redirected to their healthcare provider to further address the issue.